Manufacturer narrative:
The pod was returned with the formed needle visible in the bottom housing window. The formed needle and soft cannula were in the process of deploying, as the slide insert was not visible in the viewing window and the soft cannula was still in the not deployed state around the formed needle. Inspection of the internal components found the left mechanism rail to be bowed. The pod was received with signs of post use damage. The top housing was covering in dents and scratch marks, the retainer pins of the ratchet gear were dislodged, the batteries were damaged by impact from the battery springs, and the microprocessor was broken off from the pcb assembly. It cannot be determined when this damage occurred. Due to the evidence of post use damage, it cannot be conclusively determined if the bowed mechanism rail caused the needle mechanism failure. Download of the pod was unsuccessful. The bottom and middle battery voltages were measured to be lower than expected. An external power supply was used to download the data. This attempt to download failed. Removal of the pcb from the pod chassis found the microprocessor to be broken off from the pcb assembly due to post use damage. The data from the pod could not be retrieved correction to d(4): lot number changed from unavailable to l45402. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 7/8/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 1/8/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle mechanism did not deploy during pod activation. The pod was not worn and no adverse patient impact was reported.